Event description:
It was reported that a monarc sling was implanted on (B)(6) 2010. The plaintiff's attorney alleges that the monarc sling "would cause, and did cause, serious medical problems, including chronic adverse effects, urinary incontinence, pain, bleeding, erosion, and extrusion of the mesh into the vagina." It was also alleged that as a result, of the mesh implant, the plaintiff "experienced pain and suffering, emotional distress and inconvenience." The plaintiff has had to "undergo medical care, including additional surgical procedures and other damages."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.